Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were unresponsive and rewind function did not function properly, once it has been rewound it wasted insulin and did not release the correct amount. Customer's blood glucose value was unknown. Customer refused helpline. The device will not be returned for analysis.